Event description:
The event is reported as: will not pass ventilator pressure check test; crack in the temperature port site. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.